Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the arterial values (specifically ph and pco2) had to be corrected after cpb began (despite appropriate 2-point calibration before cpb). The device was not changed out. The surgical procedure was completed successfully with no delays and no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The service technician noted the arterial blood parameter monitor (bpm) failed intensity check. The bpm was replaced and preventative maintenance and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.